Event description:
Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. The watertightness was lost due to perforation of the bending section rubber. The distal end was cracked. The adhesive of the bending section rubber was worn. The bending section rubber and control section were scratched. Due to wear of the angle wire, the upward and downward angulations did not meet the standard value. The insertion tube was scratched. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been repaired in the last year. No device defects were reported that caused the reported event. The instruction manual states that the external surface of the entire insertion section, including the bending section and the distal end, should be inspected. Therefore, the user can properly detect the reported event by following the instruction manual. In addition, the instruction manual states precautions for forcibly inserting the endoscope, applying of the medical-grade, water-soluble lubricant to the insertion tube, compatible reprocessing methods and the use of chemicals. As a result, the user may be able to reduce / prevent the occurrence of the reported event. Olympus medical systems corp. (Omsc) confirmed the following from the investigation. From the device inspection results, omsc confirmed that the device had evidence of physical stress. In the past similar cases, the cause of the similar event was analyzed. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, the reported event may have been caused by physical stress and / or chemical stress, such as: physical stress the insertion section interfered with the mouthpiece and rubbed. The device was used in the procedure with the insertion section unable to be smoothly inserted into the tracheal tube. Chemical stress a water-insoluble spray pharyngeal anesthetic (such as xylocaine spray) was sprayed directly onto the insertion section. The device was reprocessed with a disinfectant not recommended by olympus. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. The watertightness was lost due to perforation of the bending section rubber. The distal end was cracked. The adhesive of the bending section rubber was worn. The bending section rubber and control section were scratched. Due to wear of the angle wire, the upward and downward angulations did not meet the standard value. The insertion tube was scratched. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.